Event description:
This report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026 for the treatment of stones. During the procedure, the ampulla was difficult to identify and difficult to cannulate due to visualization issues. The procedure was completed with a reusable scope.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of poor-quality image. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the UDI, lot expiration and device manufacture dates are unknown.